Manufacturer narrative:
(B)(4). Patient weight - the customer indicated that the patient was not overweight. Concomitant medical products: medical product: coonrad/morrey interchangeable ulnar assembly regular right, catalog#: 32810506302, lot#: 72648300. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-04986, 05568. Reported event was confirmed by review of provided photographs. Provided picture confirms poly wear of humeral component. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that the patient underwent right elbow arthroplasty revision approximately fifteen (15) years post-operatively to exchange the ulnar bearings due to pain post-operatively. No other components were removed. Wear of humeral poly component is indicated. No additional patient consequences were reported.